Event description:
It was reported that during a mildly tortuous, moderately calcified, concentric, 90% stenosed, de novo, mid, left anterior descending artery stenting procedure, after pre-dilation with a non-abbott balloon, a xience prime stent delivery system (sds) was advanced to the lesion, but there was difficulty with the stent placement and the xience prime sds became stuck in the calcified lesion. Reportedly, the physician had difficulty with controlling and positioning the xience prime device. The physician pushed and pulled the xience prime sds and was able to remove the xience prime sds from the patients anatomy. Upon removal, the proximal stent struts were found flared. Additional dilatation was done with the same non-abbott balloon and a new xience prime stent was successfully implanted without difficulty completing the procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l devices: guide wire: route, runthrough; guide cath: launcher 6f ebu 3.5. (B)(4): 2017-excessive force. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. The xience prime everolimus eluting coronary stent system instructions for use states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.